Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. Based on the information provided to abbott and the image submitted, the occurrence of the reported event can be confirmed. The image appears to show "abld" (ablation distal) to have signal interference on the claris display workstation, similar to noise artefacts or other electrical grounding symptoms, where "ablp" was relatively clean. From the signals it is not readily identifiable the cause. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia/wolff parkinson white syndrome procedure, signal issues resulted in a procedural delay. When the catheter was inserted into the patient, it was noted that neither the ablation catheter nor the signal could not be shown on ensite x. However, on the claris system, noise was noted on the ablation distal signal. The ablation catheter and the tactisys/ampere connector cable were both exchanged but the issue persisted. The amplifier was exchanged which resolved the issue. The procedure was completed with no adverse consequences to the patient.